Event description:
The customer reported that the electrocautery pencil tip sparked, smoked and flamed during a tonsillectomy procedure. The surgeon immediately released the activation button and removed the device from use. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: 04/14/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) date of initial report: (B)(4) 2015. Date of follow-up report 1: (B)(6) 2015. Date of follow-up report 2: (B)(6) 2015. Visual inspection of the incident pencil and concomitant electrode found the electrode tip was charred and the clear insulator was melted as if exposed to excessive heat. The instructions for use state do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The IFU also states both oxygen and nitrous oxide support combustion. Watch for the enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel.

Manufacturer narrative:
(B)(4).. The incident pencil was not returned to covidien for evaluation. However, the concomitant forcefxczd generator was evaluated and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.